Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had unable to complete the transaction, error message received, medicines were not decrementing. The customer stated that there was a delay in dispensing medication to a patient and nurse was able to retrieve medications from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to complete the transaction, error message thrown, medicines were not decrementing. A field service engineer cleared the c drive space by deleting the unwanted file and emptied the recycle bin to resolve the issue. The system functioned as intended after the field service engineer repaired the device.